Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Severe and permanent neurological injuries [nervous system disorder]. Back pain [back pain]. Numbness in upper and lower extremities and back [hypoaesthesia]. Zinc toxicity [metal poisoning]. Nerve damage [nerve injury]. Pain in the upper and lower extremities [pain in extremity]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their client a (B)(6) male, used fixodent denture adhesive, version unk 1 applic, unspecified frequency and superpoligrip denture adhesive beginning in 1988 through the present and reported the following: suffers from severe and permanent neurological injuries, back pain, numbness in upper and lower extremities and back, zinc toxicity, nerve damage, pain in upper and lower extremities, severe and permanent physical injuries. Treatment unspecified medical care and treatment. The case outcome was not recovered/ not resolved. No further info was provided.